Manufacturer narrative:
Please note that the device availability was inadvertently reported as mar 1, 2017 in the initial medwatch report. Please note that the correct date is mar 31, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device popped off from handpiece was confirmed. An assessment was performed and it was observed that the housing was cracked. It was noted that the thread at the machine housing coupling was loose. It was further determined that the device failed pretest for general condition. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine it was observed that the lock and unlock arrows on the attachment device were not lining up. It was further observed that during the procedure, when the physician was performing tibia cuts, the oscillating saw device [disengaged] popped off from the handpiece. The surgeon was able to re-attach the saw device to the handpiece and complete the procedure. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. It was reported that other various different attachment devices would secure to the handpiece. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.